Manufacturer narrative:
D9. Device available for evaluation: yes. D9. Date returned to mfg: 4-apr-2024. Investigation summary: one sample was received in used condition without original package. No discrepancies were observed during visual inspection. Leak test was performed to cuff, leak was detected. The customer's complaint was confirmed. The root cause could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device was opened and checked. The tracheal cuff of the dlt was found to be defective, leakage was found there. The patient was prepared for surgery but before using the tracheal cuff of the dlt was found to be defective upon opening. Another dlt 37 fr (left) side was opened, checked and used for the patient. The products are from same lot. The event occurred in the premises of (B)(6) hospital I.

Manufacturer narrative:
H3 - other: device has not been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.